Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Although medical records were not provided and there is no indication of a device related cause, the attorney report indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis". The report does not identify a specific device issue and no product was returned for evaluation. Based on the currently available information, it is unknown whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.

Event description:
The following was reported by the attorney for the patient: (B)(6) 2009: the patient underwent a surgical procedure to repair an incisional hernia. During this procedure, the patient was implanted with the bard davol product. On (B)(6) 2009: the patient was rushed to the emergency room after she developed fever and chills. The patient was diagnosed with a (B)(6). The attorney alleges the patient has experienced significant mental and physical pain and suffering. The patient has sustained severe permanent injuries and has undergone or will undergo corrective surgery or surgeries.